Event description:
A malfunction alarm was reported, identified as malf 0 with fault ID 0x21d6. There was no adverse impact to the customer¿s blood glucose level, with readings remaining below 500 mg/dl. Technical support provided pump reset information and assisted the customer with resetting the pump. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump. Technical support advised the customer to contact them if the malfunction code appears again.